Event description:
Olympus was informed that during the laparoscopic liver resection, since the seal and cut short circuit error had occurred frequently, the physician had confirmed the tb-0535fc and found that the probe tip had broken and been missing. The physician had looked for the fragment in the patient's cavity with the endoscope and found it, and then retrieved it by unspecified forceps. The physician had re-started the procedure using other device and the procedure had been completed. There was no report of the patient's injury regarding this event.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that the probe broke down at 10mm from the distal end, and there was a scratch at the broken point. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The ptfe pad was worn out and deformed, also partially peeled. Off. As the result of evaluation, we concluded that the probe tip presumably was scratched because the physician activated seal and cut mode output while the probe tip was in contact with metal such as clip and forceps. After that, since the physician continued to use the device, a crack of the probe was occurred and the probe presumably broke off due to stress by excessive force. Because the physician activated seal and cut mode output while the probe tip was in contact with metal such as clip and forceps, the seal and cut short circuit error had occurred. Furthermore, continuously activating output without grasping anything in the grasping section (including after the tissue separated), the frictional heat was generated between the probe and the ptfe pad of the grasping section, and then the ptfe pad was deformed the above handling has already been restricted on the instruction manual of the subject device. The manufacturing history was reviewed, with no irregularities noted. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.